Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Although the site representative reported there was not an excessive amount of exams on the navigation system, the medtronic representative recommended deleting all unused exams to improve system functionality. - 07/21/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed, hardware test failed. Found monitor not functioning properly, lines on screen. Installed a new monitor. - 07/22/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - return requested. Replacement computer shipped to site 08/07/2015. No parts have been received by manufacturer for analysis.

Event description:
A site representative, neuro coordinator, reported that the navigation system became unresponsive within the plan page of synergy cranial 2.2.6. The navigation system had been on for 40 minutes before experiencing this behavior. The hard wire mouse did not work. In trouble-shooting, a system re-boot restored normal function. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted and ran the cranial application approximately 48 hours with no problem found. The computer passed all hard drive testing. There was no hardware or software problems found during testing. The device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
On 8/17/2015 computer was replaced in system. After computer replacement system passed all testing. Issue resolved.